Event description:
User facility medwatch submission verification report was received stating "patient was undergoing stenting in his left femoral artery through a right femoral artery approach. At the end of the procedure the physician was unable to remove the closure device. He was bleeding from it and a cardiovascular surgeon was called to take pt to surgery. The device was in the profunda femoral artery below the first branch and the artery per the surgeon was small and may have been the reason why the device was stuck. The artery was 4-5 mm in diameter at most. In removing the device, some of the wall came with the artery so it was necessary to do a patch angioplasty. When the pt was discharged on (B)(6) 2012 the wound looked fine, he was up ambulating, did have some ecchymosis in the right thigh from the bleeding in the soft tissues. Patient has follow-up appointment on (B)(6) 2012 for a recheck." Additional information received indicates the patient tolerated the procedure well. Hemoglobin remained stable and the wound looked fine. The patient was discharged on (B)(6) 2012 in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The suture was deployed in the profunda femoral artery and per the instructions for use (IFU), the proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site. The vessel was reported to be small, 4-5 mm in diameter and per the (IFU), the safety and effectiveness of the proglide device have not been established for patient with small femoral arteries, less than 5 mm in diameter. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the proglide device was deployed in the profunda femoral artery. The proglide instructions for use states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Based on the information reviewed, there is no indication of a product deficiency.